Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure at l2-l4 to treat degenerative s pondylolisthesis (l2-l3 decompression, l3-l4 intebody fusion). It was reported that the outer extender disengaged from the bone screw. Another extender was used to complete the case with no patient complications being reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.